Event description:
The pt received an scs system on (B)(6) 2009. It was reported that although the pt has stimulation, she is experiencing problems maintaining communication with the ipg via the programmer as the latter device turns off without prompting. In addition, the pt alleges problems recharging the ipg. In an effort to resolve these issues, a new programmer and charging system were shipped to the pt; however, recent f/u found the problems reportedly persist. Add'l noninvasive troubleshooting is planned.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.